Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
A diabetes therapy consultant reported via phone call of excessive no delivery button error and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer reported scratches due to impair readings on the screen. The customer stated that the pump rewound when it is not supposed to, which caused no delivery. The customer reported frequent battery changes. The customer stated that the act button was stuck. The customer declined to speak with 24 hour helpline. The product was not returned for analysis.